Event description:
A 71 year-old underwent left nephrectomy because of large kidney mass on 03/02/99. As the physician was removing the jackson pratt drain on 03/06/99, it broke without being fully removed. Attempt to retrieve the section of drain was unsuccessful. Removed in the operating room under general anesthesia.